Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6). Strips not available for return

Event description:
Caller reported blood glucose results of 234 mg/dl on compact plus system 1, 83 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.